Event description:
It was reported the tsb35 was used during an unk procedure. It was reported by the affiliate the device was fired successfully two times. On the third firing the device failed to open properly. Another tsb35 was opened. The second device was fired and on the second firing there was incomplete staple formation. The staple line was hemostatic. There was no consequence to the pt. Both used devices and one sterile device are being returned.